Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initially, the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed elective replacement indicator (eri) was triggered on (B)(6) 2015. The device was then returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical product: 4549, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device indicated elective replacement (eri) and had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.